Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, when switching on, the cardiosave intra-aortic balloon pump (iabp) unit has maintenance messages that keep coming up. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d4. Updated fields: d8, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the alarm was related to the video generator board (0670-00-1182). The fse replaced the video generator board (0670-00-1182) and the unit passed all functional and safety tests and was returned to customer.